Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a deep brain stimulation implantable pulse generator (ipg) had not been charged by the patient in years. An attempt was made to recover the ipg, which was assumed to be at end of service (eos) due to 'three strikes'. It was unclear whether the overdischarge was the first or third 'strike'. The protocol for overdischarge recovery and MRI eligibility was reviewed, and instructions were given to recover the implant. Additional information received from manufacturing representative. Rep reported that they met with patient and they attempted to charge implantable neurostimulator multiple times with different chargers and had no luck. Rep is going to meet with patient again. Additional information received from manufacturing representative. Manufacturing representative reported that they were unable to bring implant out of overdischarge during last appointment, manufacturing representative consulted with technical services and they advised rep that they did not charge long enough for it to be brought out of overdischarge. Manufacturing representative met with patient today and was able to pull the device out of overdischarge.